Manufacturer narrative:
Patient information is not available for reporting. D6/d7: device is an instrument and is not implanted or explanted. The complainant part was discarded. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the tip of a chisel blade broke off intra-operatively during bone impaction. The bit and chisel were discarded and the procedure was completed with a like instrument. A surgical delay of ¿minimal¿ length was noted (specific amount unknown). This report is 1 of 1 for (B)(4).